Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Two additional, originally unreported, and used devices of the same lot number were also received. One unused non-baxter catheter was also received. Each set was spiked into an in-house 1000 ml solution bag containing distilled water and reprimed. Each set's luer was then engaged with the non-baxter catheter per the label copy and tested for leakage and manual separation from the catheter. All three devices primed and flowed normally with no leakage or separation noted. The devices' clamps also functioned normally with complete shutoff. The reported problem was not confirmed for any of the devices. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device has been received by baxter, but the evaluation has not yet been completed. A follow-up report will be submitted upon completion of evaluation or if additional relevant information becomes available.

Event description:
It was reported that leak was observed from the connection between a clearlink duo-vent continu-flo solution administration set and catheter (non-baxter product) during infusion of lactated ringer's solution (non-baxter product). There is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available. This is report 1 of 2.